Event description:
Lpn upon checking patient noticed that tube feeding via pump had infused too fast; i.e., 4800cc in two hours instead of described 150 cc. No change was noted in patient's condition. The feeding pump was removed from service and checked by internal clinical engineering department. Testing revealed pump was indeed infusing too fast. Inspection revealed motor was okay, but found rotor was not fully seated and tube guide nuts were both loose. The rotor was seated, the tube guide nuts were tightened, and pump tested again. It was okay and returned to service.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: failure to follow instructions, modification of device, other. Conclusion: device failure occurred and was related to event, device failure directly caused event, device was out of spec in a manner that relates to event, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.